Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-04373. It was reported that during device upgrade procedure, the rv lead could not be removed from the device header. The physician stated that the lead was stuck in the header even after the set screw was removed. The lead was eventually removed from the header after multiple attempts. The device was explanted and replaced, and the lead was connected to the new device.

Manufacturer narrative:
The reported field event of rv lead stuck in the header was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.